Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/15/2024. An investigation was conducted on 05/21/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and heavy charred material were observed. The heater wire was observed to be slightly raised on one end but remained attached at the tip of the jaw. The gray silicone insulation of the cold jaw was observed to be peeled at the tip of the jaw. The detached silicone insulation was not returned for evaluation. Thermal damage was observed on the silicone insulation on the edge of the silicone near the heater wire. A piece of insulation was observed to be missing and was not returned for evaluation. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw/delaminated", as well as the analyzed failure "thermal decomposition of device" was confirmed. The lot # 3000368165 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 three pieces of the plastic end broke off into the patient. The largest was able to be retrieved but the other two small pieces were not.

Manufacturer narrative:
Tw (B)(4) updated sections.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 three pieces of the silicone end of the jaw broke off into the patient after a branch was burned. The large piece was retrieved but the 2 smaller pieces were unretrievable (too small to grab). The pieces were retrieved with the new hemopro that was opened. No additional incisions. New device was used to complete the procedure. Minimal delay (15 minutes) just to attempt to retrieve the pieces, open a new device, and reset up the new device. Only harm was the pieces left in the patient.